Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made during the device check.

Event description:
New information notes that another instance of non-sustained rv oversensing episodes due to post-paced twave oversensing was observed. Programming changes were discussed. The patient was stable.